Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left anterior descending artery that was 95% stenosed. The access site was radial. An attempt was made to advance a 3.5 x 15 mm xience prime stent delivery system (sds); however, it failed to cross the lesion due to the anatomy and the proximal shaft separated. Therefore, the device was simply withdrawn from the anatomy, and another 3.5 x 15 mm xience prime stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. Returned device analysis revealed that there was no hypotube separation as reported. Instead, there was an inner and outer member separation 18.7 cm distal to the guide wire exit notch when the device was advanced. Follow-up with the site confirmed the correct device was returned. No additional information was provided.